Event description:
Healthcare professional reported that immediately after injection with one syringe of juvederm ultra in the lips and nasolabial folds, the patient experienced bruising and "extreme swelling" at the injection sites. Patient was treated with a medrol dosepak. Patient also reported after injection in the nasolabial folds and lip lines, they experienced a "horrible rash up both sides of the face, into the forehead," bruising and redness around the lips and nose and the area was "bumpy." Patient claims they were not treated with a medrol dosepak, but they were treated with keflex by their ent. Symptoms are ongoing.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of swelling, rash, bruising, redness and "bumpy" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.